Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer to replace the keypad. Medtronic was not on a patient at the time of the event.

Event description:
It was reported that there was a malfunction of the ventilator's keypad. The ventilator was not on a patient at the time of the event.